Event description:
It was reported that the dso seal was detached, and the lcd screen is broken. No patient involvement.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The dso seal was delaminated. The investigation also found the pwa board lcd connection melted. Pwa board had excessive heat at the lcd connection creating internal damage to the lcd ribbon cable. Replaced the pwa board assembly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.